Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead was experiencing lightheadedness and overall not feeling well. Upon further review, loss of capture, oversensing, and pacing inhibition of greater than two seconds were observed on the right ventricular (rv) channel. The patient's symptoms correlate with the reported device observations. It was noted that the left ventricular (lv) lead had been turned off as part of troubleshooting measures taken, but no observations of lead issues at this time. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. The plan is to obtain a surface electrogram and perform troubleshooting, then reprogram the device accordingly. At this time, the crt-p system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.